Event description:
Re: the alaris "system" pump. This pump is dangerous because it does not alarm when the IV "piggyback" medication tubing is clamped. The pump screen says "infusion complete" even though the tubing is clamped and no medication is infused. Many registered nurses are inadvertently leaving the tubing clamped because there is no alarm and pts are receiving medications late. The pump is set up in such a way that the tubing must be clamped to avoid spilling IV fluid, yet has no warning system to advise the clamp was left on. All other IV infusion devices I've used in my 20+ year career have alarmed when a clamp is left on. It's especially bad because this pump is highly mechanized with many special features so that one does not expect a basic feature like this to be missing. Alaris "system" infusion pump used four days. Note: this is not a pump "malfunction." This is a problem with the basic features of all these infusion devices.